Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was able to self-treat with nutella. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The user reported replace sensor message when scanning the sensor. Libre 2 sensor was successfully started, received glucose readings and alarm notifications in the application on a xiaomi redmi note 10 5g (android 12; 2.8.4.9335), iphone 13 mini (ios 16.2, 2.8.1.6120). No issues were identified with librelink application. Thus the complaint was unable to reproduce. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was able to self-treat with nutella. No further information was provided. There was no report of death or permanent injury associated with this event.